Event description:
It was reported that the customer was treated by the paramedics due to a low blood glucose reading of 38 mg/dl. It was stated that the customer had been giving himself insulin based on the sensor glucose reading, not the blood glucose reading. The caller was advised to only treat based on the blood glucose reading. The caller also asked if the alarms could be louder. Advised that there was no volume adjustment, but suggested setting the low snooze and low alerts. Troubleshooting was performed, and the insulin pump was found to be programmed correctly. The insulin pump passed the displacement and self tests. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.